Event description:
Wire was being utilized for placement of a chest tube. The tip, possible as a result of being caught between a rib and outside of skin, broke off. The small fragment was left inside the pt. Physician felt incident was nature of procedure.